Manufacturer narrative:
All available information was investigated and the reported issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a conclusive cause for the loss of fluid. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter failed to hold column during preparation. It was reported that during functional testing of the steerable guiding catheter (sgc), it was observed that the hemostatic valve didn't hold the water column. The stopcock was changed three times with the same results. It seemed the valve had a leak. A new sgc was used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.